Event description:
It was reported that during an open sigma resection procedure, the patient was treated. The operation went fine, the leak test was good. Post op day three the patient experienced bleeding, had to be re-operated (colonoscopy) to handle and stop the bleeding. The patient is fine today.